Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was occasionally oversensed, but no pacing inhibition occurred. Diminishing r-wave amplitudes were also noted. This rv lead was surgically abandoned and replaced. No lead damage was noted, and the physician suspected the rv lead had worn out over time. No additional adverse patient effects were reported.